Event description:
Clinician reports: gloves were brown and had a foul odor. Clinician used the gloves for two days and broke out in a rash. The rash took approx four days to subside. When treating one pt, the pt developed a rash where the gloves touched the pt's skin. Pt was seen by a dr who did not treat pt with anything. Clinician cleansed the rash daily with saline until it subsided after one week. The only known allergy the pt has is to lanolin.